Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not completing the boot-up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was further evaluated by stryker's product assessment center (pac) and the usage of an in-house power source confirmed the device functioning appropriately. The device logs were evaluated and show a history of the hlc being in a depleted state. The device logs confirmed that the current wrongly installed charge-pak was different from the originally housed charge-pak. Stryker determined that the cause of the reported issue was a diode, designator cr21. Stryker archived the device and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not completing the boot-up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.